Event description:
On (B)(6) 2025, the user reported elevated blood glucose (321 mg/dl) after a larger-than-usual meal and later reported rapidly decreasing glucose with an urgent low alert on the ilet system (cgm reading 111 mg/dl). Ems was contacted at the user¿s request. The user treated with oral carbohydrates while ems monitored vitals and glucose, which ranged 85¿148 mg/dl. The user declined transport and returned home, with subsequent fingerstick readings 95¿102 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.